Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer stated that she got up and the insulin pump fell and hit the chair. Damage to the battery compartment was noted.  It was also noted that the insulin pump was making a whining sounds and was no longer turning on. Customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device is being returned for analysis.

Manufacturer narrative:
Pump was received with blank display and constant tone due to faulty interface board. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had broken battery tube threads, cracked reservoir tube lip, minor scratched display window and broken battery cap.